Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device with a damaged bearing was confirmed. It was determined that the device failed cutter insertion as the cutter could not be fully inserted into the device. It was further observed that the nose tube could not be disassembled. The failed cutter insertion is caused by the bearings being worn out and loose creating a situation where the cutter is not able to be inserted. It was determined that the bearings were no longer in axial alignment and did not allow the cutter to pass through. It was determined that the nose tube could not be disassembled due to corrosion. It was determined that the worn out bearings and nose tube corrosion was due to normal wear over time. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
It was reported in the initial medwatch report that the date the device returned to manufacturer was oct 24, 2016. The correct date was nov 16, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the attachment device had damaged bearings. During service and evaluation, it was observed that the attachment device had a damaged component-bearings, ball bearings fallen apart, missing balls and cage not available, extension sleeve damaged, color marking had fallen off and tests for cutter insertion failed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.